Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: there were no power on reset events observed in the black box. The battery compartment was observed to have a small crack near the case seal. There was no damage found on the returned battery cap which was able to fully tighten to the pump and was used to complete a 24 hour duration test. There were no power interruptions duplicated during testing with the returned battery cap. The returned battery cap measurements were within required height and width specifications. The pump cover was removed and there was no evidence of internal moisture and no damage to the power circuit observed. Product analysis was unable to duplicate the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that two loss of prime warnings occurred today and that a few had also occurred in the past week. Reportedly, after each loss of prime event, insulin remaining was zero and the patient had to rewind and load. A full rewind/load sequence indicates a loss of power. The reporter stated that a rayovac battery was in use and that a lithium battery was now inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.